Manufacturer narrative:
(B)(4). Initial reporter state: (B)(6). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)2022. On (B)(6) 2022, while the patient was sleeping, their spouse noticed they were hypoglycemic and that the patient did no respond. They stated that the patient lost consciousness and emergency medical services was called. The patient was transported to the hospital there they were treated with a glucagon kit, oral dextrose paste and IV dextrose. It was reported that during the time of the event the cgm value was 7.2 mmol/l but the bg finger stick value was 1.9 mmol/l. At the time of the report, the patient was still in the hospital but in stable condition. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that fall within the a zone of the parkes error grid. No additional patient or event information is available.